Manufacturer narrative:
Corrections in d4: lot number, d9, and h3. Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation.

Event description:
It was reported that a rod gripper broke intra-operatively and the patient may have retained a device fragment. No further information was provided.

Manufacturer narrative:
Corrections in d4: UDI number and h3. Additional information in h4 and h6: component, investigation type, findings, and conclusions. Inspection the rod gripper was inspected. The pivot screw is missing, suggesting it fractured, allowing both pieces to detach from the instrument. There are no other indications of damage to the device. Potential root cause a definitive root cause cannot be determined with the information provided. This event could be attributed to off-axis forces applied during use, wear through use over time or multiple sterilization cycles. DHR review the DHR was reviewed. There are no indications of manufacturing issues that would have contributed to this event and the device was likely conforming when it left zimmer biomet¿s control. Device usage this device is used for treatment. If additional information is obtained that adds value to the relevant content of this report, a follow-up report will be sent.

Event description:
It was reported that a rod gripper broke intra-operatively and the patient may have retained a device fragment. No further information was provided.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that a rod gripper broke intra-operatively and the patient may have retained a device fragment. No further information was provided.